Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for return. The reporter's meter and test strip were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to a laboratory using the dade innovin reagent. The result from the meter at 10:29 a.m. Was 4.2 inr. The result from the laboratory at 01:30 p.m. Was 3.2 inr. The patient's therapeutic range was 2.5 - 3.5 inr.